Event description:
It was reported that after 4 minutes and 30 joules of use, while using the surgical fiber during a prostate procedure, an excessive fiberlife message was received and the laser system would no longer continue. The case was completed using an alternate procedure (cutting loop / turp). The patient's condition was reported as "stable."